Event description:
Mcp joint revision was performed on (B)(6) 2009. Surgeon noted on original surgery that the collateral ligaments were "too tight" and this likely caused the joint to sublux. Upon removal, it was noted that both proximal and distal components showed some erosion and wear. A small fragment fractured off the proximal head. The joint was replaced with a silicone mcp. The surgeon did not fault the implants; he felt that the tightness of the ligaments caused the issue. Devices are available for return, but have not yet been released from hospital.